Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on 01-01-2023 for transmitter with serial number 8e10j1. However, transmitter with serial number 8fkx6d was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was not found for serial number 8fkx6d within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.